Event description:
It was reported that the right ventricular lead exhibited capture anomalies and high impedance during the implant procedure. The patient was asymptomatic. The lead was not used and replaced.

Manufacturer narrative:
(B)(4).